Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there were multiple deployment issues with the sealant of the mynxgrip vascular closure device (vcd). The sealant did not deploy correctly and in some instances the sealant will not come out with deployment. There was no reported patient injury. The deployer¿s are all mynx vascular closure device (vcd) certified. There is no patient medical history available. The vessel type was arterial. The stick location was femoral. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. It is unknown if there was unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The user did shuttled down completely. Hemostasis was achieved by manual pressure. The patient's hospitalization was not extended as a result of the event. The patient recovered without any issues. The devices will not be return for analysis as it was discarded in the hospital.

Manufacturer narrative:
After further review of additional information received the following adverse event or product problem, outcomes attributed to adverse event, PMA/510k, if follow-up, what type and adverse event problem have been updated accordingly. As reported, there were multiple deployment issues with the sealant of the mynxgrip vascular closure device (vcd). The sealant did not deploy correctly and in some instances the sealant will not come out with deployment. There was no reported patient injury. The deployer¿s are all mynx vascular closure device (vcd) certified. There is no patient medical history available. The vessel type was arterial. The stick location was femoral. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. It is unknown if there was unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The user did shuttled down completely. Hemostasis was achieved by manual pressure. The patient's hospitalization was not extended as a result of the event. The patient recovered without any issues. The devices were not returned for analysis. A device history record (DHR) review could not be conducted since no lot numbers were provided. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Corrected data: type of reportable event.